Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected missing segment/partial display anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a solid circle next to the insulin icon. The customer¿s blood glucose was unknown. The insulin pump had no delivery alarm. Customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated the insulin did exit. The device will be returned for analysis.